Event description:
It was reported that the customer experienced a tandem mobi cartridge alarm, with confirmation of cartridge alarm 30. There was no adverse impact to the customer's blood glucose level. The customer successfully removed the cartridge from the pump, delivered a 9-unit bolus as instructed, reloaded the original cartridge, and resumed insulin therapy, resolving the issue.